Event description:
The user reported the analyzer was leaking water from around the internal water reservoir. The water was on the floor in the walkway and was being contained by towels. The user had not run any samples and was not injured.

Manufacturer narrative:
The field service representative determined the float sensor did not signal the analyzer to stop putting water in the internal reservoir. He removed the reservoir and manually actuated the float sensor to loosen it up. He also cleaned off the float sensor.